Manufacturer narrative:
Concomitant medical products: 500ml hospira bag lot 11-905-fw exp 1may2021, heparin sodium in 0.45 sodium chloride injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested but not provided.

Event description:
It was reported from the cardio-thoracic 5100 unit that a heparin 25,000units/500ml (50units/ml) infusion was programmed at 12:47 pm to be infused at 36ml/hour. At 1:38pm the heparin bag was found dry. The heparin infusion was stopped and the md and pharmacy were called. A stat post thrombin time (ptt), as well as hourly ptt lab draws until ptt is less than 200 per the pharmacy were ordered. The initial ptt was greater than 200 with a subsequent ptt of 77. The customer further stated that there were no lasting effects caused to the patient from the event. It was noted that the pump module was restarted several times throughout the infusion.

Manufacturer narrative:
The customer¿s complaint of over infusion was not confirmed or reproduced. Although the additional finding of channel malfunction was identified during log review, it could not be reproduced during testing. Review of the pcu error log showed one (1) record of sensor broken high failure on the reported event date at the reported event time. Review of the pcu event log showed the suspect device recorded three (3) alarms for fluid side occlusion during a programmed infusion of heparin (25000 unit/500 ml; drugid=247) at a rate of 37 ml/hr (vtbi= 400 ml). The suspect device then alarmed for channel malfunction (240.4150- sensor broken high failure). Total volume infused= 40.109 ml inspection of the device showed no anomalies with the pumping mechanism. Inspection of the pressure sensors showed no anomalies. Testing showed the device was delivering IV fluids within specification. Testing showed the pressure sensors were operating as expected. The device was being used for treatment purposes. Inspection of the event administration set showed no anomalies. Functional testing of the event administration set showed no anomalies. Concentricity testing of the event administration set showed the set was within specification. The root cause of the customer complaint of over infusion was not identified. The root cause of the channel malfunction for sensor broken high failure shown in log review was identified as an intermittent failure of the pressure sensor. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (04mar2008). A review of the device service history record was performed beginning from the date of manufacture to the present date (24/jul020) and indicated that this device has been previously returned for service six (6) times for the following unrelated service: dropped it (07/12/2010); error code 211.2000 (05/09/2012); channel error, segment failure (12/11/2013); convert to service pool (loaner) (08/21/2017); convert to recondition (08/30/2017); rework (05/10/2018). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the cardio-thoracic 5100 unit that a heparin 25,000units/500ml (50units/ml) infusion was programmed at 12:47 pm to be infused at 36ml/hour. At 1:38pm the heparin bag was found dry. The heparin infusion was stopped and the md and pharmacy were called. A stat post thrombin time (ptt), as well as hourly ptt lab draws until ptt is less than 200 per the pharmacy were ordered. The initial ptt was greater than 200 with a subsequent ptt of 77. The customer further stated that there were no lasting effects caused to the patient from the event. It was noted that the pump module was restarted several times throughout the infusion.